Manufacturer narrative:
This report is submitted on april 04, 2022.

Event description:
Per the clinic, the patient experienced pain around the implant site and subsequently was treated with oral antibiotics (specific date and duration not reported). The implanted device remains.

Manufacturer narrative:
Device analysis report is attached. This report is submitted on august 23, 2022.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2022. Reimplantation is planned but has not taken place at the time of this report. This report is submitted on july 20, 2022.